Event description:
It was reported via voluntary medwatch (B)(4) that a device fracture occurred and got dislodged in the lesion. The stenosed target lesion was located in the coronary artery. A comet ii was selected for use. During the procedure, it was noted that the guidewire broke at the end and was dislodged into a coronary artery. The patient required an additional cardiac catheterization procedure to remove the fragment wire. The fragment of the guidewire was removed completely. There were no patient complications reported post procedure.

Manufacturer narrative:
Updated b1. To indicate the event/product problem. Updated g2. To include user facility. Device evaluated by manufacturer: the comet wire returned for analysis. Inspection of the device revealed that there were numerous bends and kinks throughout the body from distal to proximal, additionally, the tip distal was found bent and detached. The device was detached at 3cm from distal to proximal, confirming the reported complaint.

Event description:
It was reported via voluntary medwatch that a device fracture occurred and got dislodged in the lesion. The stenosed target lesion was located in the coronary artery. A comet ii was selected for use. During the procedure, it was noted that the guidewire broke at the end and was dislodged into a coronary artery. The patient required an additional cardiac catheterization procedure to remove the fragment wire. The fragment of the guidewire was removed completely. There were no patient complication reported post procedure.